Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. A replacement pump was sent. Customer's blood glucose level was not provided.